Manufacturer narrative:
(B)(4).

Event description:
It was reported "appears that the iab has not been inflating and delivering helium to the iab for about 2 hours. No augmentation noted on arterial pressure waveform. The bpw appears not to be delivering any helium to the balloon." No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR#: 3010532612-2024-00818.